Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy by +6.9 %. The reporter stated this issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump fails accuracy by +6.9 %. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found dso sensor failed pressure test. The complaint could not be confirmed with visual inspection or functional testing. The accuracy test was performed, and the device delivered 20.8 ml, which is within range at +4%.